Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu has been returned and evaluated by the failure analysis (fa) team due to continuous c33 errors. The issue was confirmed, with recurring c33 and additional errors found in the logs. During testing, error codes c33 and c00 were replicated. The probable cause of error c-33 is attributed to a faulty electrical component inside the erbe generator.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the caller reported continuous c33 errors on the erbe. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed her to perform a power cycle and a hard power reset. However, the erbe c33 error continued to reappear. At this time, it is unknown how the procedure proceeded, and no known impact or patient consequence was reported.